Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the unit will not power on with any batteries but will with cord. Further information was provided that the battery pca has a bent pin. There was no adverse patient impact reported.